Event description:
New information received notes that the lead was explanted and replaced on 4 feb 2021.

Manufacturer narrative:
The reported event of low pacing lead impedance could not be confirmed. A partial lead was returned for analysis in one segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right atrial lead exhibited low pacing impedance. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.